Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels that was under 40 mg/dl; cause was unknown. Customer addressed bg level by eating candy and peanut butter.